Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the customer complaint to be plausible. Based on the results of the investigation, it is likely that the following led to the malfunction: a defective generator board a device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed error code e433. The error did not happen the first time the device was turned on it, but the error occurred when connecting and disconnecting the footswitch. There were no reports of patient harm.